Event description:
Reporter indicated that device diagnostic testing in 2003 during patient hospital stay due to status epilepticus resulted in high lead impedance reading (dc-dc code 7 and high), indicating possible device malfunction. X-ray reviewed by physician revealed a break in the lead near the coils. Neurologist indicated that she believed that the lead break was due to the fact that the patient's arms are "constantly flailing and flinging" and that the patient has no control over the movements. Neurologist indicated that the episode of status was related to the patient not receiving therapy due to the broken lead. The patient's lead was replaced. Device diagnostic testing of the new lead attached to the original generator was within normal limits. The patient was reportedly in stable condition as of last office with neurologist in 2003. The patient's seizure acitvity is reportedly back to normal, infrequent level with vns therapy.